Manufacturer narrative:
Batch record review of the reported lot numbers did not reveal any discrepancies or non conformities that could have contributed to the reported event. A review of the customer complaint database revealed no adverse trends of this nature against this catalog number. The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. If the sample is returned and/or additional pertinent info becomes available, a follow up report will be filed.

Event description:
As reported by the user facility through medwatch: "hanging chemotherapy (avastin) and spike slipped out of bag, allowing contents to splash across left forehead, eye lid, cheek, lip and down neck of nurse." Medwatch # (B)(4). Lot # 0061254106, manufacture date: 06/30/2017, expiration date: 06/2017.